Event description:
It was reported that a small volume intermate leaked. Further reported as "leaking inside bag". The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received containing unspecified volume of fluid in the bladder. Visual inspection revealed evidence of a backflow at the fill port when it was removed. The cause of the backflow was due to a particle stuck under the device checkband. The particle was determine as acrylic material and measured to be 2.58 mm in length and 0.50 mm wide. Acrylic is the material of the device stressmember located inside the bladder. The reported condition was verified. The cause of the condition was due to shaving from the stressmember may have been stuck under the checkband during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.